Event description:
"During a laparoscopie cholecystectomie (open laparoscopie) after the introduction of a trocar, without wrong movement and under control of the sight (small rebound) following the small rebound, there was some blood on the epiploon and a fall of the pneumoperitoneum."

Manufacturer narrative:
Evaluation: the units are in original unopened package. The obturators and seal assemblies were tested and passed test criteria. Testing of obturator assembly-each unit was tested with its trocar and was inserted into 1 inch thick foam mcmaster p/n 8647k291. Each obturator assembly penetrated through the foam and the guard is locked and cannot re-expose the blade without rearming the obturator. Each unit was cycled ten times and passed all ten cycles. Testing of seal assembly-each seal assembly was tested at 6.5", 9.0" and 16.0" of h2o with a 10mm scope and all seal assemblies passed at the leakage test.